Event description:
Procedure type: rectum resection. According to the reporter: customer complains that when suturing the mesh this tore just when passing th suture. No injury for the pt. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. In order to solve the problem they used another mesh from the competence which worked correctly. The case was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).